Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, preimplantation, and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The instructions for use that accompany the device indicate that to perform the patency check: a. Attach 16-gauge blunt needle adapter, tubing, and syringe to the valve inlet. B. Pre-fill valve and tubing. C. Occlude inlet tubing. D. Depress dome. If fluid flows out of the outlet connector, the valve is patent. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was found to not drain cererbrospinal fluid intraoperatively. Reportedly, the physician tried to pump the reservoir; however, there was no flow. According to the report the doctor used another manufacturer's device to complete the surgery. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.